Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Info rec'd indicates all four casters will brake but slightly continue to swivel when in brake.